Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized. Reportedly, the customer alleged that pump software did not accurately adjust the amount of insulin delivered. Tandem technical support (cts) verified in the pump data logs that the control iq software was performing as intended; however, customer maintained that the pump did not function as intended and refused to acknowledge feedback provided by cts. The customer declined further troubleshooting with cts there fore no additional information was able to be obtained.